Event description:
A malfunction alarm occurred with code malf 0, but there were no notable events prior to the malfunction. There was no adverse impact to the customer's blood glucose level. The customer was provided information to reset the pump, and after assistance from technical support, the pump was reset successfully without the malfunction recurring. The customer was advised to continue using the pump and to contact technical support if the issue recurs.